Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for siphon, pressure-flow and pre-implantation testing. However, the valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the delta chamber. The instructions for use that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report the device was found to not be draining cerebrospinal fluid. It was reported the product was tested before surgery, but the reservoir refilled slowly. It was also reported that the device was set at pressure level 0.5 at implantation, but the patient's icp was still high. The device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.